Event description:
Intended use: vitek® ms is a mass spectrometry system using matrix-assisted laser desorption/ionization time of flight mass spectrometry (maldi-tof ms) for the identification of microorganisms cultured from human specimens. The vitek® ms system is a qualitative in vitro diagnostic device indicated for use in conjunction with other clinical and laboratory findings to aid in the diagnosis of bacterial, yeast and mold infections. Issue description: a customer in germany notified biomérieux of several discrepant identification results in association with vitek ms instrument (ref. 410895, serial number. (B)(4). Results are summarized below: slide spot e1 from target (B)(4) : vitek ms result: 99.5 % enterobacter kobei, expected result: negative control. 2206512321-3 ulcer swab (patient #1) : anaerobic from blood plate ~48h culture; vitek ms result: mycobacterium nebraskense 99.9 %, alternative method: none performed. 2206512321-6 ulcer swab (patient #1): anaerobic from blood plate ~48h culture; vitek ms result: mycobacterium tuberculosis complex 99.7 %, alternative method: none performed. 2206521611-2 urine (patient #2) : cled agar, min. 24h culture vitek ms result: yersinia enterocolitica 49.7 % <> staphylococcus lugdunensis 50.2 %, macroscopic examination confirmed s. Lugdunensis, alternative method: none performed. 206523332-1 rectal swab (patient #3): blood plate, co2 after ~20h culture; vitek ms result: parvimonas micra 96.5 % (12.6) <> escherichia coli 99.9 % (13.6), macroscopic examination confirmed e. Coli, alternative method: none performed. Customer only reported results to the clinicians which were plausible (e.g. Due to the macroscopic examination). In these four (4) cases, the customer did not confirm the anaerobes via alternative method but discarded these results. During fine-tuning of the vitek ms, biomérieux customer service identified that the engineering software may not have retained the applied settings. Based on this, it is suspected the vitek ms did not calculate the organism identifications with the expected parameters. At the time of the assessment, the data provided by the customer does not allow biomerieux to conclude a root cause. No patient was harmed or negatively affected as these results were not reported. An investigation has been initiated.

Manufacturer narrative:
Context: a customer in germany notified biomérieux of several discrepant identification results in association with vitek ms instrument (ref. 410895, serial number. (B)(6)). Negative control: vitek ms result: single choice to enterobacter kobei. Expected ID: no identification expected (negative control). * lab ID (B)(6) : vitek ms result: single choice as mycobacterium nebraskense. Other method : unknown. Expected ID: unknown. Culture conditions: - origin: ulcer swab anaerobic (not in favour of the identification given by vitek ms). - culture media : blood plate. - incubation: 48h. * lab ID (B)(6) : vitek ms result: single choice as mycobacterium tuberculosis complex. Other method : unknown. Expected ID: unknown. Culture conditions: - origin: ulcer swab anaerobic (not in favour of the identification given by vitek ms). - culture media : blood plate. - incubation: 48h. * lab ID (B)(6) : vitek ms result: low discrimination as yersinia enterocolitica and staphylococcus lugdunensis. Other method : macroscopic examination confirmed s. Lugdunensis. Expected ID: unknown. Culture conditions: - origin: urine. - culture media : cled aga. - incubation: 24h. * lab ID (B)(6) : vitek ms result: single choice as parvimonas micra. Single choice as escherichia coli. Other method : macroscopic examination confirmed e. Coli. Expected ID: unknown. Culture conditions: - origin: rectal swab. - culture media : blood plate. - incubation: co2 after ~20h culture association with vitek ms instrument (ref. 410895, serial number. (B)(6)). Investigation: batch history record and complaint trend analysis. There is no CAPA related to the customer¿s complaint recorded. A complaint history review was completed for this issue concluded with no implication of a trend. This complaint has not been identified as a systemic quality issue. Investigation results. Issue date: between 10 to 14 jun 2022. Fine tuning date before the issue: 10 jun 2022. On 14 jun 2022 during new fine tuning, lcs determined that the engineering software is losing the settings. It is possible the vitek ms did not measure with the correct laser power after the last fine tuning done on 10 jun 2022. Fine tuning: status good at the time of acquisition. However, the number of all peaks seems to be high for calibrator and sample spectra (around 140 compare to a target around 110 peaks). It could be good to optimize the settings. Spot preparation quality: the customer¿s spot preparation quality was not optimal. The calibrator and sample ¿all peaks¿ values were heterogeneous. Technique needs to be verified with the customer. Kb review: no identification is expected for the negative control. The expected identifications for customer samples are unknown because no reference method was used to confirm the expected identification. Sample data analysis. Negative control: according to data provided, the misidentification result was obtained from the spectra having a low score level (-0.39) which is near the acceptable limit for giving an ¿identification¿ result or a ¿no identification¿ result (-0.40). By reprocessing the customer data with vitek ms kb v3.2, spectra led to "too noisy" spectra. The noise is prominent and leads to very small number of peaks and therefore, can give misidentification instead of no identification. For information, similar issue has been observed and investigation performed on the matrix allows to identify the presence of clusters in the chca matrix solution. These clusters within the matrix could produce spectra close to a proper microorganism result when used alone as a negative control. The resulting spectrum from these clusters is usually interpreted as background noise, but in some cases, the matrix could provide a ¿low confidence¿ or, in the worst case scenario, a valid identification instead of the expected ¿no ID¿ result. The false identifications obtained in the negative control spot have been confirmed to be related to specific high intensity patterns (clusters) present in the matrix. These clusters do not have any impact on the instrument performance as long as a sample (microorganism) is added to the matrix. In this normal use case, the matrix peaks are considered as background noise and not detected. The matrix evaporation has been identified as the most probable root cause of the variability from a vial to another of chca matrix. The investigation reproduced the issue on a matrix kept open for 4 hours. However, these conditions do not match the actual procedures of sample preparation recommended in the user manual workflow 4501-2233 (clinical) and 161150-127 (industry) = ¿the vitek ms-chca matrix contains a high concentration of organic solvents; it is recommended to close the tube after dispensing to avoid evaporation¿. Based on these findings, the cause of the issue was probably linked to the matrix evaporation or a setting issue (threshold level too low). Customer samples : the analysis of the mzml sample shows that number of all peaks was heterogeneous. It means that the issue could be due to a non-optimal sample preparation. In addition, the number of all peaks seems to be high (around 140 compare to a target around 110 peaks). It could increase the quantity of interfering peaks and explain the bad quality of customer spectra. Analysis of mzml sample files shows that there is only a little similarity between spectra for each sample (30-40%). Spectra were not specific and confirm the bad quality of spectra. In addition, the numbers of good peaks were very low, except for spectra l3 (B)(6) and spectra h3 (B)(6) . Lab ID (B)(6) : according to data provided, the misidentification result as mycobacterium nebraskense was obtained from the spectra having a low score level (-0.4) which is the acceptable limit for giving an ¿identification¿ result or a ¿no identification¿ result (-0.40). The expected identification was obtained for one spectra as staphylococcus epidermidis. For two customer sample spectra (c2 and c3), there are presence of peaks near 7.5 kda and near 15 kda (double-charged peak). Based on this observation, we suspect the presence of hemoglobin peaks in these spectra. The hemoglobin peaks are prominent and prevent the expression of the other proteins, leading to very low number of peaks. Consequently the system is giving a misidentification. Based on these findings (high number of peaks and presence of hemoglobin peaks), a non-optimal sample preparation quality is suspected, probably linked to agar picking during the collection of the colonies on the plate (it could happen for strain with rough colony or for strain difficult to collect). Lab ID (B)(6) : according to data provided, the misidentification result as mycobacterium tuberculosis was obtained from the spectra having a low score level (-0.38) which is near the acceptable limit for giving an ¿identification¿ result or a ¿no identification¿ result (-0.40). For one customer sample spectra (d2), there are presence of one prominent peak near 7.3 kda. This peak is preventing the expression of the other proteins, leading to a very low number of peaks and consequently giving the misidentification as mycobacterium tuberculosis. The other spectra gave "no identification" results. In case of no identification results, there was no product malfunction. The system did not provide any misidentification and informed the customer that the strain could not be identified. In case of no identification result, customer has to follow the process described in the vitek workflow user manual 4501-2233 - f : ¿repeat the acquisition for the same deposit. If the message is displayed again, redo the deposit and then the acquisition. If the message is displayed again, repeat the identification using another method (such as vitek® 2, api strip, other biochemical or molecular methods).¿ lab ID (B)(6) : according to data provided, the misidentification result as parvimonas micra was obtained from the spectra having a low score level (-0.37) which is near the acceptable limit for giving an ¿identification¿ result or a ¿no identification¿ result (-0.40). The expected identification was obtained for one spectra as escherichia coli. More detailed spectrum analysis shows a potential mass shift for the two spectra (c3 and h3). In addition, the common peaks are less than 20% between the two spectra. Based on these findings, the issue could be explained by a non-optimal spot preparation of this sample strain or an instrument issue. Lab ID (B)(6) : according to data provided, the low discrimination result as yersinia enterocolitica / staphylococcus lugdunensis was obtained from the spectra having a low score level (-0.34) which is near the acceptable limit for giving an ¿identification¿ result or a ¿no identification¿ result (-0.40). For customer sample spectra (j4), there are presence of one prominent peak near 5.2 kda. This peak is preventing the expression of the other proteins, leading to a lower number of peaks and consequently giving the low discrimination as yersinia enterocolitica and staphylococcus lugdunensis. According to all the data provided, the "all peaks" values were high. It could increase the level of interfering peaks and explained the bad quality of customer spectra (low level of good peaks and high level of bad peaks). In addition, the similarity of spectra for a same sample was very low. A non-optimal sample preparation quality is suspected. It needs to be verified with the customer. Conclusion: root cause analysis : -non optimal spot preparation. -other instrument issue.